Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left knee replacement. Attune implants were placed with depuy cement x2. The patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a left knee revision. Tibial loosening was noted with varus collapse. No cement was adherent to the back of the tray. There was significant medial bone loss and lysis noted. Leg length discrepancy was noted from the varus collapse. Competitor products were placed at revision. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review was conducted as part of (B)(4) investigation. The DHR review revealed 4320 units were released for distribution and one unrelated non-conformance on this lot was found. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.